Event description:
Implant removed due to failure - stem broken into 2 pieces and removed along with 2 bushings. Patient with arthritis scheduled for left revision total elbow arthroplasty with custom ulnar implant. There is no noted patient complication during explant process.what was the original intended procedure?elbow revision.device #1is this a laboratory device or laboratory test?no.